Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628476); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012697482); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient began the procedure in right bundle branch block (rbbb) and a temporary pacemaker was inserted. A pre-implant balloon dilation was performed with a 26 mm non-medtronic balloon. Following successful deployment of the valve, atrial fibrillation (afib) developed. A post-implant balloon dilation was performed with a 25 mm non-medtronic balloon to reduce paravalvular leak (pvl) noted on angiography during the final root shot. The temporary pacemaker remained in situ following the end of the procedure due to the afib observed on the electrocardiogram (ECG).

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient began the procedure in right bundle branch block (rbbb) and a temporary pacemaker was inserted. A pre-implant balloon dilation was performed with a 26 mm non-medtronic balloon. Following successful deployment of the valve, atrial fibrillation (afib) developed. A post-implant balloon dilation was performed with a 25 mm non-medtronic balloon to reduce paravalvular leak (pvl) noted on angiography during the final root shot. The temporary pacemaker remained in situ following the end of the procedure due to the afib observed on the electrocardiogram (ECG). Additional information was received that the severity of pvl post-implant was mild-moderate on angiography, which dictated the decis ion to perform a post-implant balloon dilation. Following the balloon dilation, there was trace pvl with a mean gradient of 2 mmhg seen on hemodynamics. The temporary transvenous pacing (ttvp) was removed and no further treatment was required.